Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked and had fluid under the liquid crystal display screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.